Manufacturer narrative:
The reporter's test strips were requested for investigation, but there were no remaining test strips available to send. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accuchek inform ii meter serial number (B)(4) with test strip lot 479692 (expiration date = 31-aug-2022) and with a second accuchek inform ii meter serial number (B)(4) using an unknown lot of test strips. At 18:30, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 64 mg/dl. The patient was provided juice per the site's hypoglycemia protocol. At 18:45, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 35 mg/dl. 25 grams of d50 was given to the patient. At 18:55, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 44 mg/dl. At 19:00, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 140 mg/dl. Controls were run on both meters on (B)(6) 2021 and passed.